Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/20/2017 with the following findings: the battery compartment was cracked near the lower left corner of the grip pad. Initial reporter: (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 06/20/2017.